Manufacturer narrative:
D9: product received date 24-sep-2024. H3: one device was returned for repair with complaint that device was not infusing properly. This device has not been in for service in the review period. No applicable evidence to review in event history. Visual/functional testing was performed. Three accuracy tests were performed, and no problem was found with the fluid delivery. Preventative maintenance was performed.

Manufacturer narrative:
E1: (B)(6) medical, h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not infusing properly. The event occurred during testing. There was no patient involvement.